Event description:
It was reported that the right ventricular lead sustained clavicular crush. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 14.2 cm to 14.6 cm from the connector pin, due to friction with device can. The outer insulation was abraded at 20.6 cm to 21.4 cm, 24.2 cm to 24.6 cm, and 42.3 cm to 42.6 cm from the connector pin, due to friction with another device. The outer coil was compressed at 24.8 cm to 26.7 cm from the connector pin, due to clavicular crush. The lead was shorted due to inner insulation damage at the clavicle crush section.